Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having issues charging their implant and the issue began yesterday. Patient clarified that software problem 1 intellis 2 3. 6 3 1548 4 appmanager.c displayed on the controller when they went to charge the implant and controller was fully charged. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on and displayed "memory problem". Patient was not able to successfully set date <(>&<)> time. Patient inserted the battery pack and saw "no device found". Patient then connected recharger and saw "controller battery empty" screen. Agent directed the patient to plug the controller back into the wall, when controller is charged proceed with an implant charging session. Agent reviewed "no device found" for if needed. Patient stated that they have had the controller replaced once before. Additional information was received from a patient (pt). It was reported that the equipment would not read the stimulator to charge the stimulator. The pt said they always had issues connecting to the implantable neurostimulator (ins) to charge and one days it would work and one day it might not. Pt had gone through all the troubleshooting that they called in about last time by resetting the controller. Now in the last 1.5 to 2 weeks when trying to recharge it would get stuck on looking for device then get unable to find the device. Last week they got the ins to charge and but now it was not charging even after resetting the controller a dozen times. Pt's controller was at 100% battery while the ins was at 0%. Pt had not been able to charge the ins for a solid week due to the issues since january. Pt had a complete shoulder replacement and a total knee replacement in their leg, they needed the ins for the ins was needed to help with their issue. The patient stated the recharger (rtm) cord would get so hot to the point where they thought it would catch on fire and it did that still but whatever they were sent only lasted a year. Agent closed case. During call pt verified no damage to the rtm or to the controller charging port. Pt attempted to recharge the ins and got no device found. Pt attempted to go through passive recharge mode and got the numbers 85-86-86 then they got no device found once the quality went to 100. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found a recharger antenna failure: when trying to read the implantable neurostimulator (ins), they would get an rm05 error code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.